Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 30x2.75mm, eccentric, de novo target lesion with a significant bend of >45 degrees was located in the non- tortuous and severely calcified left anterior descending artery. A 2.75mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 7 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.